Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative (rep) indicated the reason for pump replacement to a larger size was to make it so their would be longer periods between refills. The explanted pump and portion of catheter were reported to be discarded.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient had a pump replacement to change to a bigger size. During the replacement the physician had a hard time removing the catheter and the tip had been kinked. The catheter was then partially removed and revised with a new 8780.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2021 explanted. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 05-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.